Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample. Of the data provided, only the sodium results were discrepant. The initial sodium result was 160 mmol/l and was reported outside the laboratory. The patient was called to go to the ER for admission, to see a physician, and to have a new sample drawn. The patient was given saline as a treatment while awaiting the results. The original sample was repeated and the results were 135 mmol/l and 152 mmol/l. The result for the new sample from an istat analyzer was 140 mmol/l. The customer was then not able to get an acceptable calibration and received flags indicating instability. The customer replaced the ise mixtower and performed calibration and qc which were acceptable. The original sample was retested and the result was 144 mmol/l. Later, the customer ran the original sample on a cobas 6000 c (501) module and the result was 143 mmol/l. The repeat result from the cobas c501 and the final result from the integra 400 were believed to be correct. The patient was not adversely affected. The sodium electrode lot number was 21560647 with an expiration date of 11/18/2016. The customer had issues with the ise module one week prior to the event. At that time, they replaced the mixtower, chloride and reference electrodes, and the calibrator bottles. The field service representative was unable to determine a cause. There was possibly an old electrode. He checked the reference solution flow which passed and checked the air/dry mix which he adjusted. He replaced the pipette tips. The customer ordered replacement electrodes and was to replace them. The ise diagnostics tests, calibration, and qc passed. Based on the fact the customer used an insufficient centrifugation time and there had been previous issues, improper preanalytic handling of the samples causing contamination of the mixtower was a probable root cause.